Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a cartridge in the ilet system leaked and showed purple discoloration shortly after fill and use, and the user subsequently replaced supplies and reported glucose levels within range. Symptoms included hyperglycemia based on a cgm high reading without confirmatory meter testing, with no injury reported and no medical intervention required. Outcomes included no hospitalization, no emergency treatment, and resumption of therapy with new supplies. Investigation included complaint review and user troubleshooting and education. Investigation of this case revealed that the leaking cartridge could not be returned for evaluation and no device alarms were reported. It was concluded that the event involved a suspected cartridge leak with discoloration, with no patient harm identified and no definitive root cause established.